Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was a setscrew issue and the atrial lead could not be secured. The torque wrench made no clicking sound. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.